Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5. Event summary: as reported, during treatment of a post-partum hemorrhage, a cook bakri postpartum balloon with rapid instillation components leaked while in the patient. The device was unable to be inflated to the target volume due to the leakage. The device leaked at the junction of the balloon and drainage tube. The device did not come into contact with any metal tools. 800ml of blood was lost prior to use of the device. Exact blood loss following the device leak is unknown, but hemostasis was achieved "immediately" using a new device. No adverse effects were reported as a result of this occurrence. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. The complaint device was returned for evaluation. A function test was performed using water, and leakage was confirmed in the balloon material near the proximal bond. A document-based investigation evaluation was performed. No related non-conformances were recorded. One additional complaint was received for this product lot describing a different failure mode. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device is provided with instructions for use which state, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded that the most probable cause of the reported event could not be determined from the available information. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 05jul2021. The device leaked at the junction of the balloon and drainage tube. The device did not come into contact with any metal tools. 800ml of blood was lost prior to use of the device. Exact blood loss following the device leak is unknown, but hemostasis was achieved "immediately".

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during treatment of a post-partum hemorrhage, a cook bakri postpartum balloon with rapid instillation components leaked while in the patient. The device was unable to be inflated to the target volume due to the leakage. The procedure was complete using a new device. No adverse effects were reported as a result of this occurrence. Additional event information has been requested.